Manufacturer narrative:
(B)(4).

Event description:
It was reported that partial deployment of the stent occurred. The target lesion was located in the biliary duct. Following the advancement of a 9f sheath, a 10mmx80mm wallflex¿ biliary transhepatic stent was advanced to treat the lesion. However, upon deployment, the proximal part of the stent became jammed and the 9f sheath kept on pulling it. The physician was able to re-sheath the stent and the 9f sheath was removed from the patient. Subsequently, a new sheath was advanced and a 10x80mm non-bsc stent was successfully deployed and the procedure was completed. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the device was received with the stent fully detached. An examination of the fully deployed stent identified no damage to the stent. An examination of the delivery device identified no kinks or damage which could potentially have contributed to the complaint incident. It was possible to retract the clear sheath with no resistance noted. No damage noted at the tip end of the device. No damage to the clear outer sheath. No issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that partial deployment of the stent occurred. The target lesion was located in the biliary duct. Following the advancement of a 9f sheath, a 10mmx80mm wallflex¿ biliary transhepatic stent was advanced to treat the lesion. However, upon deployment, the proximal part of the stent became jammed and the 9f sheath kept on pulling it. The physician was able to re-sheath the stent and the 9f sheath was removed from the patient. Subsequently, a new sheath was advanced and a 10x80mm non-bsc stent was successfully deployed and the procedure was completed. No patient complications were reported and the patient's status was good.